Manufacturer narrative:
The biomedical engineer reported that the remote network station (rns) burned up. The device was in use on a patient, however no patient harm was reported. The biomedical engineer wanted to inquire about repairing it, but was advised that we do not repair these devices. Due to the cost of the out-of-warranty exchange, the bme decided not to replace the unit. The device will not be sent in for evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the remote network station (rns) burned up.